Event description:
Shaft popped me in my mouth [mouth injury] pain - mouth in areas upper right or left [oral pain] head [...] Won't stay on - oral-b [device breakage] head is loose - oral-b [device connection issue] case narrative: consumer via phone reported that the oral-b toothbrush head was loose and would not stay on the oral-b toothbrush handle and the shaft popped them in the mouth. No serious injury was reported. 21-mar-2025 follow-up via digital safety assessment survey: the consumer was a 63-year-old female. No medical professional contacted. She also experienced pain in the mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.